Manufacturer narrative:
The reported product's were returned and investigated. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's wife) reported that the customer received a reading on his adc blood glucose meter that was higher in comparison to a reading from an hcp meter. The caller reported that on (B)(6) 2015 at 9:30am, the customer received a reading of 124 mg/dl. On his adc meter. The customer subsequently experienced a seizure and loss of consciousness at an unspecified time, with symptoms described as "passed out and drooled." At 12:00 am on (B)(6) 2015 the caller requested an ambulance, stating the customer "was delirious at that time." Paramedics transported the customer to a hospital, where he was diagnosed with hypoglycemia. A reading of 40 mg/dl was reported from an unspecified hcp meter at 12:00am on (B)(6) 2015. The caller was unsure of the treatment administered to the customer, but reported he received "a sugar shot on his arm" and "candies" from the paramedics and hospital. There was no report of death or permanent injury associated with this case.